Event description:
The info received indicated that while rinsing a cypher select plus stent, the physician noticed the hub was cracked. This was noticed when rinsing the stent catheter before use in the pt. The product was not used in the pt after the problem with the hub was noticed. The procedure was completed with another stent. There was no damage on the product's packaging. It is unk if there was an inflation device attached to the hub.

Manufacturer narrative:
The product has been returned for analysis, however, the evaluation is not complete. The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states.